Event description:
Caller stated that she sought medical attention on 11/13/2023 around 4:00pm at the doctor's office. Caller stated that his prodigy meter was reading high consistently for 2 weeks. Caller stated that he scheduled an appointment at his doctor's office. Caller stated that while at the doctor office he was sent via ems to adventist healthcare (B)(6) medical center located at (B)(6). While at the doctor, the end-user received a 549mg/dl on his prodigy meter. A normal result for that time of day is usually around 150-180mg/dl. Caller stated that there was no food or medicine consumed while waiting for paramedics to arrive. Caller did have orange juice while waiting. Paramedics arrived in about twenty minutes and did not perform a blood glucose test with their meter. Caller stated paramedics gave the end-user glucose packets. Caller stated that when he arrived at the hospital his blood glucose was 50mg/dl. Caller stated that he was given three graham crackers to increase his glucose and no other treatment was given. Caller stated that he was tested with his prodigy meter and received a result of 334mg/dl and the hospital meter gave a result of 120mg/dl when he was discharged. Caller was advised to follow up with his endocrinologist. No additional information was provided.

Manufacturer narrative:
1.no nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(6)) and strips (lot#: d220317b-1). 2.the suspected meter that was shipped to pdc on 2021-02-26 and returned from pdc on dec 05,2023. We tested the returned meter, the standby current (3.5 ua) of the suspected meter met acceptance criteria (< 55 ua). Pass. 3. The suspected strips with 2-year shelf life were manufactured on 2022-03-17 and will expiry on 2024-03-17. Because patient did not send back his strips, we took the retained strips with same batch with the returned meter and our retained meter, and tested on any valid control solutions with us. (Gcs batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31). Gcs test results (level low: 56/59; level high: 311/308) met the acceptance criteria (level low: 30~75; level high: 230~340). Pass. 4.as above, no non-conformance and malfunction of the suspected items were found. The root cause of the complaint was unable to be verified without more critical information. Therefore, the complaint has to be closed out if no further action and information from the user.